Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, critical override occurred, and the patient's name was not showing up. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a critical override occurred, and the patient's name was not showing up. A technical support specialist (tss) dialed into the device. No interface issues or errors were observed on the device, which was showing as down. Users were able to pull patient information and remove medication. The tsc called and spoke with the rx technician, connected to er1, confirmed that the patient was visible, and advised the user to validate. As no further updates were received, the case was closed. The system functioned as intended after the technical support specialist investigated the issue.